Event description:
When evaluating port-a-cath on out-patient, it was reported to be clogged. Upon evaluation it was found to be severed. Pt replied the port-a-cath felt "funny" when chemo rn tried to give treatment. Both pieces removed by radiologist. Implant date left subclonix.